Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the integrated electrosurgical unit (iesu/erbe) displayed errors c-34 and c-92. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the customer power cycled the erbe which did not resolve the issue. The tse confirmed the errors in the system logs and advised the customer to power off erbe, remove power cable, push power button to on position, wait for a few seconds, push power button to off position and reconnect power cable and start erbe normally, however, the issue persisted. The procedure was converted to laparoscopy with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the issue. After replacement, the system was tested, operated without error and verified as ready for use. Isi has requested the erbe involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors c-34 and c-92 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sl0256. This complaint is reportable malfunction event based on the following conclusion: the customer converted after the start of the procedure due to erbe errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigations was able to confirm and reproduce the reported failure of c-34. The iesu was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer for repair.